Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) replaced the tubes on the cell rinse assembly. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of qc issues and questionable results for an unspecified number of patient samples tested on a cobas 8000 cobas c 701 module. Examples of discrepant results were provided for 2 patient samples tested for hdl and calcium. Patient 1 initial hdl result was 120 mg/dl. The repeat result was 50 mg/dl. Patient 2 initial calcium result was 1.4 mmol/l. The repeat result was 2.3 mmol/l.